Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 22.2cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 05-sept-2019. It was reported that crossing difficulties and shaft kink occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation but failed to cross the lesion and the shaft got kinked. The device was replaced and the procedure was then completed with a non-bsc balloon catheter. No patient complications were reported. However, returned device analysis revealed shaft detach.